Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient stated that the result from the blood pressure monitor was 30 points higher than the result from a manual reading performed at their doctor's office. The exact date of event is unknown.